Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. In addition, failure to ensure a secure connection between the driveline and controller may cause an electrical fault. A fault in the continuity of the pump to controller connection could be in the pump, driveline and connector or within the controller. When this alarm condition occurs, the pump will be running on a single stator and will consume slightly more power. The instructions for use (IFU) and patient manual caution the user to always have a backup controller available and programmed identically to the primary controller. The IFU instructs users to protect the driveline connector from contamination during the surgical driveline placement. They are also to ensure that the connector is dry and clean before attaching the controller and how it clean it if necessary. The IFU and patient manual also cautions users that they should not attempt to repair or service any heartware equipment. If service is required, they should contact their doctor, nurse or vad coordinator. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The controller has been returned ; however, it is unknown which of these were involved in the event. These devices will be analyzed and reported as required. Serial #: (B)(4), catalog #: 1407ch, exp. Date: 02/28/2017, mfg. Date: 02/01/2016. Device remains implanted.

Event description:
A site reported that they were able to reproduce controller electrical fault alarms by manipulating a patient's driveline connector. They further reported "stickiness in axial movement". Inspection of the driveline-controller connection revealed a dried greenish substance within the driveline connector and in the controller socket. A preliminary review of the controller log files confirmed electrical fault alarms consistent with the reported event. A driveline connector cleaning procedure was performed and the patient's controller exchanged with no reported patient injury.

Manufacturer narrative:
A review of the service report associated with this event confirmed that servicing required pump stops. Images of the driveline connector and the controller connector provided during the servicing confirmed the presence of a greenish material. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
(B)(4) returned: 9/2/2016. (B)(4) was not returned for evaluation; (B)(4) was returned to heartware for evaluation. Review of the manufacturing documentation of (B)(4) confirmed that the associated driveline met all requirements for release. On-site inspection revealed a dried greenish substance within the driveline connector and controller socket; a driveline connector cleaning procedure was performed to mitigate the conditions reported. The reported "electrical fault alarms" event was confirmed via review of the controller log files, which revealed several electrical fault alarms of type sys_rear_phase_a_open logged on (B)(6) 2016. This failure is most likely due to contamination of the driveline/driveline connector that led to an increased impedance on the rear stator's 'a' wire leading to the electrical fault alarms. The information available suggests that the reported electrical fault alarms were caused by contamination/foreign material of the driveline cable connector. Heartware has initiated a CAPA which is investigating events related to driveline connector contamination leading to electrical faults. Based on the investigation conducted under CAPA, the most probable root cause has been attributed to design/training issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.